Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the clinic with their pacemaker eroding through the pocket. The physician explanted the patient's pacemaker system. The patient was stable throughout.